Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a scheduled appointment to meet rep on (B)(6) 2025. The patient canceled the appointment the morning of (B)(6) 2025 and did not reschedule at that time. The patient was to contact rep. To reschedule. No causation has been identified, no actions have been taken, no issues have been resolved.

Event description:
Additional information was received from the patient (pt). Pt reports that their doctor told them to contact the manufacturer as the doctor does not program the device. Pt reports they were supposed to be contacted by a manufacturer representative (rep). Pt reports that the issue has not resolved and they have not seen a rep. Pt states the doctor doesn't have anything to do with programming, and they were told to contact the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they have had an issue with the stimulation therapy. The patient clarified they would like a representative to come to their healthcare provider office to adjust their programming. The patient stated they stopped using therapy a couple of months ago because they got a sharp shock sensation in the middle of their lower back. The patient stated they were using therapy on and off to try to get something out of it, but they were not getting anything out of therapy.